Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition with asystole greater than two seconds. The rv lead and pacemaker were explanted and replaced. Intravenous antibiotics were administered to the patient, and device follow-up was increased. No additional adverse patient effects were reported.